Manufacturer narrative:
The loaner device has been returned to olympus for evaluation; however, the evaluation has not yet begun. The exact cause of the reported event cannot be determined at this time. This report will be updated when the evaluation/investigation is completed and/ or if new information becomes available later.

Event description:
It was reported that a loaner device was randomly shutting down. There was fan noise then ramping backup, and then the unit completely powers off. If the side was lightly tap on the unit powers up again. No patient or user harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information in b5 that was obtained from the customer.

Event description:
Additional information was received from the initial reporter noting the event (device shut down / fan noise) was found during an office cystoscopy procedure. The procedure was completed without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the video system center fan does not function properly, the main lamp does not ignite but spare lamp works, and cracks on the video connector. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the reported event (power interrupted) is due to unstable cooling, as the fan stops. The root cause of this event was unable to be identified. Additionally, the root cause of the fan not functioning properly and the main lamp not working are unable to be identified. Olympus will continue to monitor field performance for this device.